Event description:
It was reported by service report that the jacks could not raise and lower fully. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.